Manufacturer narrative:
The insulin pump had a button with intermittent response due to a flattened keypad dome. The keypad connector was found to be properly closed during visual inspection. The following physical damage was also noted: minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; all of the buttons would only respond if pressed very hard using two fingernails. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.